Event description:
The customer complained that pacing stopped and was restarted approx 16 times during use on a pt. The pt was not resuscitated. The reporter did not know if the pt's outcome was related to the reported malfunction.